Manufacturer narrative:
Pump received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked j2 connector on lcd board. No button error alarm during testing. Unable to confirm low battery alert and unable to perform any tests due to button unresponsive. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery alarm. The customer's blood glucose value was 110 mg/dl at the time of incident. The customer was assisted with troubleshooting for low battery. The insulin pump will be returned for analysis.